Manufacturer narrative:
E1.: phone number: (B)(6), e1.: fax number: (B)(6). The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
The healthcare professional reported, right side "deep folds, periprosthetic liquid" and rupture. The device has been explanted.

Manufacturer narrative:
Clarification d.9: device photos were received. Device has not been received in lab. Photo analysis completion: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease /folding of implant : no observed. Blood and lymphatic : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The healthcare professional reported right-side "deep folds, periprosthetic liquid" and rupture. The device has been explanted.